Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specification event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted an unk ncb trauma product on an unk date. On (B)(6) 2014 the wrong instrument set was used, as the pt had a cemented stem so the "4.3mm drill bit of ncb pp instrument set broke off within the pt. The broken drill bit was left in the pt, as deemed to cause more harm removing it. An alternative drill bit was used to completed the surgery".